Manufacturer narrative:
Device evaluated by mfg. An event regarding thread damage involving a cutting edge impactor was reported. The event was confirmed. The cutting edge impactor was returned in used condition. A visual inspection of the returned device was carried out by a material analysis engineer. On receiving the devices it was noted that they were damaged on threads consistent with cross threading and off axis loading. Material analysis engineer report indicated that "damage observed on threads consistent with cross threading and off axis loading. In-service use damage also observed." No medical records or x-rays were made available for evaluation. All devices were manufactured and accepted into final stock with no reported discrepancies. No other events reported for the lot indicated. It was reported that threads became stripped on handle and window trial. A visual inspection of the returned device was carried out by a material analysis engineer. On receiving the devices it was noted that they were damaged on threads consistent with cross threading and off axis loading. In-service use damage also observed." If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Threads became stripped on handle and window trial.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Threads became stripped on handle and window trial.